Manufacturer narrative:
Manufacturer's investigation conclusion: the report of cosmetic damage to the driveline's silicone sleeve cannot be conclusively determined through this investigation as no photos were provided and no product was returned for evaluation. The account communicated that the driveline rescue taping was removed and replaced on (B)(6) 2018 to include an additional area of nicks in the silastic sleeve. The patient remains ongoing on (B)(6) and no further information regarding the event has been provided at this time. The heartmate ii left ventricular assist system instructions for use and patient handbook contain information on caring for the driveline and discuss damage due to wear and fatigue of the driveline. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 27may2014. The heartmate ii left ventricular assist system instructions for use, rev. H, discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. The heartmate ii left ventricular assist system patient handbook, rev. G, also contains information on caring for the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's rescue tape was removed and replaced to include additional area of nicks in the driveline.